Event description:
It was reported to the manufacturer by the end user, per the end user son was trying to raise head of the bed and the bed fell backwards laying at an angle with the patients head towards the ground. Nursing supervisor came in and went under the bed with a crank and the hydraulics completely fell out and the bed fell to the floor. The patient did injure their back and a x-ray was performed. They are waiting for the results. Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. Complaint (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.